Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that EKG vitals are freezing up on the boom and in the control room. There was no reported patient impact / injury. The device was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.